Event description:
It was reported that a vns patient was depressed post-operatively. She was unhappy with the size of her incisions and indicated she had a post-op infection. She was treated with antibiotics. Good faith attempts to obtain additional information have been unsuccessful to date.